Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Intervention was performed and it was determined the issue was related to the connection. The lead was re-connected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular lead displayed noise. The physicians will be performing an assessment to determine if the problem concerns the lead or if it is with the device connector. The device and lead remain in use and no patient complications have been reported as a result of this event.